Event description:
It was reported that balloon rupture occurred. The 30 x 40 mm target lesion was 90% stenosed and located in the severely calcified right coronary artery (rca) with a vessel diameter of 4.00 mm. The lesion was further described as concentric in shape and de novo with an ejection fraction of 60% and a bend of less than or equal to 45 degrees. Vascular access was obtained via radial and femoral sites. A 7fr non-boston scientific (bsc) guide catheter was introduced and a non-bsc guidewire was then advanced to cross the lesion. Pre-dilation was attempted with a 1.50 x 8 mm emerge push which burst at 16 atm after 4 inflations for 10 seconds. The lesion was then pre-dilated with a 2.00 x 8 mm emerge and a 1.00 x 16 mm non-boston scientific balloon resulting in 70% residual stenosis and an improved flow. A 3.50 x 15 mm wolverine was then advanced for further dilation with the support of a 6fr guidezilla. A 4.00 x 30 mm agent was used to treat the distal rca for one minute. A 4.00 x 48 mm synergy was advanced, but tracking issues were experienced and the device failed to reach mid lesion. The stent was removed and the lesion was dilated using the same 3.50 x 15 mm wolverine for 10 seconds at 16 atm, 3 times. The 4.00 x 48 mm synergy was advanced and again failed to reach the lesion. A 4.00 x 36 mm non-bsc stent crossed the mid rca with some struggle and was deployed at 16 atm for 5 seconds. A 4.00 x 38 mm synergy was deployed in the proximal rca followed by post-dilation with 5.00 x 15 mm and 5.50 x 12 mm emerge balloons at 20 atm for 5 seconds, four times to ensure the stents were well apposed. The procedure was completed and the patient was stable.